Event description:
PICC line ruptured above the site in the thick part of the catheter with noted leakage. PICC line was removed and midline used at that time. Patient had to undergo another procedures for PICC line placement. PICC line being used in a critical situation treating svt with adenosine.

Manufacturer narrative:
Complaint received via maude event report (B)(4). Several attempts have been made to gain further information on the reported incident and determined sample status from the customer; however, the customer has not responded. The device history records were reviewed for any discrepancy report and no anomaly was found. The application end user risk analysis was reviewed. Based on the risk management information, it is possible that the cause was due to a catheter securement issue, excessive force used and tip placement. Warnings and cautions stated in IFU as follow: do no use hemostats or clamps on catheter or hub connector, never use catheter for high-pressure injection. Syringes smaller than 10ml and mechanical high pressure injectors can generate pressure capable of rupturing the catheter, never use force to flush the catheter if resistance is met, and advancement of the catheter tip into the right atrium may cause cardiac arrythmia, myocardial erosion, or cardiac tamponade. In addition, IFU contains instructions on catheter securement. Argon medical is unable to determine root cause since the sample has not been returned for evaluation and no further information was provided for the evaluation.